Event description:
"S/p b subgl infra bilumen implants 255:20cc for augmentation with excision of a l breast bx thru periareolar incision. Pt developed contractures requiring multiple closed capsulotomies (total x 9) - last one was in 1990 per pt. Since then they have remained soft, but pt c/o local pain, l greater than r - they also are smaller, no h/o other trauma. Pt c/o systemic probs including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturb, swollen glands, subnormal temps, hot flashes/drenching nite sweats, headaches, tmjd, visual disturb/dizzy spells, memory probs, dry mouth, hair loss, rashes, sens sun/sob/cp, gi/gu, menstrual disturb, and easy bruising. Pt is otherwise healthy."